Event description:
It was reported that the right ventricular lead exhibited noise leading to over-sensing. No intervention was performed. The patient will further be monitored. The patient condition was stable.

Event description:
New information received notes that that noise re-occurred. No intervention was performed. The patient condition was stable.